Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the patient was experiencing stimulation and was causing shortness of breath. It was also noted that the right atrial lead exhibited failure to sense and failure to capture. A chest x-ray was performed it was discovered that the right atrial lead was dislodged. The lead was repositioned successfully, and the patient was in stable condition.